Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (S-ICD) system received therapy for a ventricular arrhythmia that required two shocks for successful conversion. Review of the episode noted that the first shock was unsuccessful and undersensing of the low-amplitude ventricular fibrillation (VF) resulted in delayed detection. Shock impedance during the episode was 114 ohms, while measured system impedance was 75 ohms; this difference is considered expected due to normal variations. The device was programmed to the Secondary sensing vector and Smart Pass enabled. The device remains in service. No adverse patient effects were reported.Additional information obtained, this subcutaneous implantable cardioverter defibrillator (S-ICD) system has been explanted and replaced.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.